Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the endoscopic image could not be displayed due to damage to the table unit. Additionally, it was found that the adapter had deteriorated, the cable unit was twisted, and the cable unit had a leak. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was a cable break on camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the endoscopic image could not be displayed due to the cable unit being twisted. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon (no image) occurred due to cable failure. The cause of the cable failure is presumed that the cable itself was cut and the internal core wire was visible, and that the cable was disconnected and failed. Regarding the broken cable, the instructions for use identify the following verbiage that can prevent the phenomenon: " do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged."

Event description:
The customer reported the issue occurred during the procedure.